Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, the ipg was deemed inoperable. As a result, the patient had their ipg explanted and replaced. Therapy was restored postoperatively.